Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, maryland bipolar forceps (mbf) instrument sparked inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument had material# 471172-19, batch/lot# k11241205-0208. The instrument tip(s) did not touch any staples, clips or sutures while energized. Erbe was used. The settings used on the generator were cut and coag. There was no injury to the patient. The instrument was not available for return to isi for evaluation currently but should be able to be sent at a later date. There were no photographic images of the device(s) or a video recording of the procedure available for isi review but can be provided at a later date. Patient demographics were not shared.

Event description:
Refer to h11 for follow-up information.